Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the large amount of blood throughout the lead indicates this cut was likely done during implant. Concomitant products: 4296 implantable pacing lead, (B)(6) 2012; d314trm implantable cardioverter defibrillator (B)(6) 2012; 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that there was an apparent fracture of the right ventricular (rv) lead. The lead was oversensing, with non-physiologic sensing intervals, high frequency noise, and inhibition of pacing in a pacer dependent patient. A lead integrity alert (lia) was triggered. A lead revision procedure was scheduled and a visible insulation breach about 6 inches from the pin was noted. The lead was explanted and replaced. When the new rv lead was connected to the existing implantable cardioverter defibrillator (ICD), the patient experienced asystole. Device malfunction versus inappropriate programming was suspected and the physician elected to replace the device. No patient complications have been reported as a result of this event.